Event description:
As was reported that the fowler will not go all the way down. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Investigation is ongoing and a f/u will be submitted when results are available.